Manufacturer narrative:
As reported, during preparation of a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds), difficulty was observed when attempting to connect the syringe for air removal. After positioning the stent in the right pulmonary artery, a fracture on the luer hub was identified. The device was removed and a new unknown device was opened to complete the procedure. There were no reported injuries to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made. The device was not returned for evaluation. A product history record (phr) review of lot 82340319 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub cracked¿ condition could not be verified as the device was not returned for analysis. The exact cause of the reported event could not be determined. Procedural factors and/or device handling may have contributed to the reported event. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. Additionally, the cordis palmaz® blue® .014" peripheral stent system is indicated for use in the renal arteries. Use of the device in the pulmonary artery represents off-label application, for which safety and effectiveness have not been established and may introduce additional procedural risks not described in the product labeling. According to the instructions for use, which are not intended to mitigate risk, ¿prior to use, the product should be examined to verify functionality and integrity. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Consider the use of systemic heparinization by flushing the device with sterile heparinized saline or similar isotonic solution. Prior to any injection of contrast media or other fluid, ensure air is removed from the access catheter and hemostasis device. G. Attach a three-way stopcock to the catheter¿s inflation port. H. Purge the air from a partially filled syringe and connect the syringe to the stopcock. I. Open the stopcock and induce negative pressure. J. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. K. While maintaining the negative pressure, close the stopcock to the inflation port. L. Remove the syringe. M. To ensure all air is removed from the balloon and inflation lumen, repeat steps h-l. N. Prepare an inflation device with diluted contrast medium. O. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. P. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during preparation of a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds), difficulty was observed when attempting to connect the syringe for air removal. After positioning the stent in the right pulmonary artery, a fracture on the luer hub was identified. The device was removed and a new unknown device was opened to complete the procedure. There were no reported injuries to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Event description:
As reported, during preparation of a 5mm x 15mm palmaz blue on aviator plus stent delivery system (sds), difficulty was observed when attempting to connect the syringe for air removal. After positioning the stent in the right pulmonary artery, a fracture on the luer hub was identified. The device was removed and a new unknown device was opened to complete the procedure. There were no reported injuries to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.